Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: unknown maxim femoral component, lot unknown. Unknown tibial tray, lot unknown.

Event description:
It was reported that a patient has been revised due to having a worn tibial bearing component and instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products ¿ maxim right femur 70mm catalog 140013 lot 274680; biomet crucute tray catalog 141236 lot 883680 or 541690.